Manufacturer narrative:
Patient information was unavailable from the site. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that an attempt to transfer an exam from an imaging system to the navigation system was unsuccessful. It was noted that the 3d image lost the nav tag. An alternate navigation system was used to complete the procedure. It was confirmed that the site did not press any buttons on the imaging system until confirmation of transfer was received. A surgical delay of less than one hour was reported, with no impact on patient outcome.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be duplicated. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient information updated. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that logs do not contain procedure log for indicated date. System logs do not indicate an issue other than the o-arm attempting to send an exam that is already present. Analysis was inconclusive and probable cause was unable to be determined. Correction: initial reporter updated. If information is provided in the future, a supplemental report will be issued.